Manufacturer narrative:
The associated tibial drill and precoat femoral drill were returned and evaluated. A visual inspection confirmed the stated failure mode. The cutting flutes of the drills are dull and have burrs. These instruments were manufactured in 2005 and 2016 and they show significant signs of use. Our investigation could not determine a specific cause of the failure. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during tka it was noticed drill was dull and needed to be sharpened. No delay, no injury, backup available not from smith and nephew. Surgery finished freehand.